Event description:
Allegedly, the component broke on the golf course, 3rd hole during his back swing. Prior to the break, the patient had complained of a creaking sound when golfing, sitting down and standing up. Medium activity level. Farmer. Overweight. Active golfer. Walker.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01369, 01370, 01371.